Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 02/08/2023. An investigation was conducted on 02/21/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No peeling of silicone insulation was observed. The heater wire was observed to be intact, with no visual defects observed. The black sheath of the shaft closest to the base of the jaws was observed to be peeled back from the tip of the shaft. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was not confirmed, however the analyzed failure "peeled; shaft" was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000280615 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They described "peeling" of silicone jaw during harvesting with the vh-4000 device. The procedure was completed with the use of a third device with a different lot number. There was no harm to the patient in this matter.